Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an in-clinic follow-up, poor sensing, impedance and pacing threshold values were all observed for the right atrial lead. An x-ray revealed dislocation of the right atrial lead. The lead was explanted and a plug was inserted in the right atrial connector. After the lead was explanted, the patient experienced pneumothorax. The patient condition was well before the procedure and at the latest follow-up after the procedure.